Manufacturer narrative:
Evaluation of the returned device could not confirm the customer reported issue. And the battery power loss alarm check test passed successfully. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device was manufactured may 2018, and is out of warranty therefore, no manufacturing DHR review is needed. No product information has been provided to date. Operator of device is patient/consumer.

Event description:
It was reported that the device was showing a no message alarm. No patient injury was reported.

Manufacturer narrative:
D4: correction: catalog number: 21-6500-09. D4: correction: model number: 6500. Correction: please disregard the following statement: "d1, d2, d4 and g5 are unknown. No product information has been provided to date." Information was provided in the initial MDR, the statement was added in error. H6: event problem and evaluation codes: updates not required.